Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a h3, h6: part #: tft30101 lot #: e21di0031 supplier: eit batch1: lot qty of 85 units were released on may 12, 2021 with no discrepancies. No ncr's generated during production. Visual inspection: the implant insertion sh connection (p/n: tft30101, lot #: e21di0031) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tft30101 c tlif implant inserter pin sh connection was broken, and the broken fragment was lodged inside the implant inserter and the knob. No other issues were identified with the returned components of the device. Functional test: during the functional test, the knob connection component was failed to disassemble from the inserter due to the broken inserter pin. Can the complaint be replicated with the returned devices? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - trial implant inserter sh connection tft30101 complaint confirmed? Yes investigation conclusion the complaint condition is confirmed for the implant inserter sh connection pin (p/n: tft30101, lot #: e21di0031). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, another implant used with different implant holder. As a result, it is impossible to release the conduit tlif from implant holder. The surgery was completed successfully with 15-minutes delay. There were no fragments are generated. The patient outcome was unknown. This complaint involves two (2) devices. This report is for one (1) implant inserter sh connection. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated lot number. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.